Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) did not meet the physician's expectations with respect to longevity and was removed.